Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) was "dropped" without getting caught in the blood vessel, and closing failed. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There was no visual damage to the indicator wire prior to use. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). The device was used in an interventional procedure there were no visible signs of device/package damage prior to use. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard deployment simulation could not be executed as the indicator wire was already deployed upon receipt and the guard was received already locked. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to assess the indicator wire loop and internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since the wire showed no anomalies and when pulled, successful deployment was achieved. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that the wire would not catch the vessel wall and since this is a patient related event, it cannot be duplicated in the lab. Without images, the cause cannot be established. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) was "dropped" without getting caught in the blood vessel, and closing failed. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There was no visual damage to the indicator wire prior to use. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). The device was used in an interventional procedure there were no visible signs of device/package damage prior to use. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.